Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound. The reported problem was not confirmed. Although the speaker was confirmed to be functioning per specification during testing, it was indicated that there was a speaker malfunction and the customer was unable to confirm if the mx40 was still producing sound at the time of the event. The speaker has been replaced per current process. The device was operational adn returned to the customer after repairs were completed.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping device indicating that there was a speaker malfunction. It could not be confirmed if there were audible tones. The device was in use on a patient at the time of the event. There was no adverse event reported.